Event description:
As reported during procedure involving an ostial lesion in the circumflex artery, the physician inflated the balloon and dissected the vessel. The patient was taken to surgery and is in stable condition.